Event description:
It was reported the patient passed away on (B)(6) 2019. Reportedly, the patient presented to the emergency room with severe anemia and ultimately passed away. No issue was reported against the device.